Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl which was treated with manual injection. Customer¿s current blood glucose was 234mg/dl. Customer states that drive support was normal. Customer performed high pressure and passed. Customer further states that customer¿s blood glucose was over 400mg/dl and current blood glucose was 312mg/dl which was treated with lantence. Customer was hospitalized due to high blood glucose but customer was not wearing the insulin pump at time of hospitalization for less than 48hours. Customer reports that insulin exited at qr. Customer advised to change reservoir, infusion set and insulin, treat as per hcp¿s instructions. Insulin pump will not be return for analysis.